Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign, event occurred in australia.

Event description:
It was reported that during surgery, the unit experienced a loss of power during use. It is unknown whether there was any patient impact or delay. Due diligence is complete and there is no additional information available.